Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(6) medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of long bone fractures with the t2 knee arthrodesis nailing system (t2 kan)¿ which is associated with the stryker ¿t2 knee arthrodesis nailing system¿. This study includes research done on 4 patients requiring surgery between the period (B)(6) 2013 to (B)(6) 2018. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses pain at the distal interlocking site along with medial aspect of the distal tibia for which screw removal was recommended 7 months post operatively. The report states: ¿patient two developed an increase in pain at the distal interlocking site along the medial aspect of the distal tibia. The patient also had difficulty with shoe wear at that level. Thus removal of the interlocking screw was recommended at 7 months status post intramedullary nailing of right lower extremity arthrodesis.¿

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of (B)(6) medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of long bone fractures with the t2 knee arthrodesis nailing system (t2 kan)¿ which is associated with the stryker ¿t2 knee arthrodesis nailing system¿. This study includes research done on 4 patients requiring surgery between the period january 1, 2013 to december 31, 2018. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses pain at the distal interlocking site along with medial aspect of the distal tibia for which screw removal was recommended 7 months post operatively. The report states: ¿patient two developed an increase in pain at the distal interlocking site along the medial aspect of the distal tibia. The patient also had difficulty with shoe wear at that level. Thus removal of the interlocking screw was recommended at 7 months status post intramedullary nailing of right lower extremity arthrodesis.¿